Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the hospital. The issue occurred during the self test of the system. The handpiece was not used for the treatment.

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customer's reported event was not able to be confirmed. The phaco handpiece met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample showed a small cut in the strain relief. The ground resistance of the handpiece was tested and met specifications. A flow rate test was performed and the handpiece passed all tests for irrigation and aspiration. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
A sample has been received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that a handpiece sucked false air. The event occurred right before or during the procedure. There was no patient harm. Additional information has been requested but not received to date.